Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump threshold suspend. Customer stated tha they had blood glucose of 130 mg/dl and sugar glucose of 67 mg/dl. Customer stated that the blood glucose and sugar glucose difference was more than 30 percentage. No harm requiring medical intervention was reported. The sensor will be returned for analysis.